Event description:
A malfunction was reported by the customer involving an unspecified issue with their pump, indicated by a code 6-0x277d. There was no reported impact to the customer¿s blood glucose level. The customer arranged to return the device as a potential malfunction could not be confirmed, and a replacement pump was scheduled to be sent upon return.